Event description:
It has been reported to philips that the c-arm continued to move after the control was released . The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the rotational movement did not stop when the button was released. Troubleshooting actions showed a problem with the geo module. The fse replaced the geo module and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm continues to move after knob release. Upon functional testing, the fse found that the rotational switch on the geometry module was sticking and not stopping as per command. The command to move will stop when wiggled the switch and the switch cannot reset after movement intermittently. The fse replaced the geometry module. After replacement of the geometry module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.